Event description:
Patient extubated and oxygen titrated for spo2 but unable to get over 33% on blender, analyzer calibrated to 21% and 100% with no issue, blender not working correctly, analyzed 33% on 100%, 21% on most other settings, patient was supported throughout the event, equipment removed from service and work order placed.